Manufacturer narrative:
Date of report : 12jun2019, date rec¿d by MFR : 04jun2019. Philips field service engineer (fse) verified the reported issues. Philips field service engineer (fse) indicated that they replaced the top cover, replaced fan mount and filter assembly. Upon testing the fse found the nav-ring is not responding and logged another case for the nav-ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 24jul2019. Date of report: 25jul2019. The philips field service engineer replaced the front bezel which corrected the issue. No other issues were identified. The device passed performance assurance testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states that someone removed push pins and fan fell into unit and top is cracked. No patient involvement.